Event description:
It was reported that during the implant, the helix would not extend after one repositioning attempt. The lead was not implanted and another lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) the full lead was received. No anomalies were found. Further analysis indicates that there was blood/body fluid (not obstructed) on the distal conductor along with blood in/on the helix/lobe mechanism and the mechanism (sleeve head). The inner tubing was kinked/buckled and the tip seal was observed indicating the lead was damaged at implant.